Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations in the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. Upon further inspection, it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Additionally, the insertion tube was discolored due to insufficient cleaning or reprocessing of the scope. It was observed that the adhesive of the curved rubber was missing. Also, the bond of the curved rubber was cracked due to external factors. It was also observed that the bending angle was insufficient due to the elongation of the angle wire. A check was issued for backlash in the operational part. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, operational part, operation unit cover, right and left knob, the grip, universal cord, scope connector, scope connector cover, right-left angle fixing knob, switch 1, tip cover, switch box, up and down knob, up-down angle fixing lever, and on the scope connector side of the universal cord. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use during the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the customer wipes or brushes the air and water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had poor water sharpness. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.